Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a patient had a postoperative refractive surprise. The iol was exchanged for the same model with one diopter difference in power. The surgeon also reported a refractive surprise with the second iol. Additional information has been requested. There are two medical device reports associated with this event. This report is associated with the second iol.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4). This report was mailed to FDA on: 06/11/2014. The manufacturer internal reference number is: (B)(4).